Manufacturer narrative:
Concomitant medical products: product ID: d314vrg, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced subclavian crush due to the patient working out a lot. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.